Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in china: "overinfusion" according to the customer: "at 9:00 on (B)(6) 2023, the patient was given 30.0 ml of normal saline injection (upright) and 1.0 g of ceftazidime for injection (30ml/h micro-pump) according to the doctor 's advice for 1 hour. At 9:32, the micro-pump gave an alarm, and it was found that the liquid had been infused for half an hour. The patient did not complain of discomfort after inquiry. The patient was continuously observed, reported to the doctor, and contacted the manufacturer for testing. In the afternoon, other micro-pumps were replaced for infusion. Combined use of medication/device:normal saline injection (upright) 30.0 ml, ceftazidime for injection 1.0g [30ml/h micro-pump]".